Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. The adhesive pad was observed, and no abnormalities were found that may contribute to an adherence issue during wear. An 0x18 alarm code was present in the data, indicating that the device reached an empty reservoir state.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl or over while wearing the pod between 1 and 4 hours. Caller stated the adhesive loosened, causing the cannula to dislodge from the infusion site (leg). As treatment, a manual injection was delivered and patient drank water.